Manufacturer narrative:
"Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267288. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; "

Event description:
It was reported that a intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following was reported by the initial reporter: "on the morning of (B)(6) 2021,in CT chamber for patients of intensive CT examination, application of establishing venous indwelling needle venous access, ready after inspection, inspection process, lien beard needle head with heparin cap joint connecting pipe burst, causing leakage, spraying the immediately stop check, and pull out the needle, replace needle to puncture establishing venous pathway,enhanced CT was performed.it causes a second puncture injury to the patient."